Manufacturer narrative:
A boston scientific technical services consultant instructed the caller to review the data from the remote monitoring system which showed a current shock impedance measurement of 94 ohms. The consultant discussed that based on the time of the red alert, this patient had two daily measurements occur on the same day. The in range value was reported and the out of range value was not. Based on the trend data, it is likely that the value that triggered the red alert was equal to or greater than 125 ohms. Efforts to obtain addtional product issue details were unsuccessful. No other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to an out of range shock impedance measurement. No adverse patient effects were reported.